Event description:
Paramedics responded to a person in cardiac arrest. After a paddles quick look determined the pt had a shockable rhythm, the device was charged and 200 joules delivered to the pt. According to the reporter, when the operator attempted to turn the apex paddle's energy select wheel, it was stuck and would not turn to the next energy level. A backup device was called for and used and the pt was resuscitated.